Event description:
Product problem: partial jacket retraction. It was reported that there was high jacket retraction force experienced. This resulted in the jacket breaking at the lock knob on continued retraction of the jacket. The device was successfully removed from the patient and a second device was used.